Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Observed sensor plug was visibly not properly seated. No physical damage observed on sensor patch. The sensor found to be in a sensor state 1 (indicating storage state). Insertion failure was observed. Therefore, this issue is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "60 minutes" and "new sensor starting up" message from the adc freestyle libre sensor and was therefore unable to obtain glucose readings. The customer felt weak and experienced trembling, headache, and required treatment of coca and oral sugar by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "60 minutes" and "new sensor starting up" message from the adc freestyle libre sensor and was therefore unable to obtain glucose readings. The customer felt weak and experienced trembling, headache, and required treatment of coca and oral sugar by spouse. There was no report of death or permanent injury associated with this event.